Manufacturer narrative:
The investigation is complete, the codes have been updated to reflect that this was a temporary injury. Executive summary has been updated per investigation results.

Event description:
It was reported that a user received a neck and back strain while attempting to lift the cot. Multiple attempts were made to gather more details from the customer; however, the customer did not respond to these attempts. The device was evaluated as a result of the reported event, and no defect or malfunction was found.

Event description:
It was reported that a user received a neck and back strain while attempting to lift the cot. Attempts are being made to gather additional injury/treatment details.